Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 51-60 years.

Event description:
It was reported that during endoscopic procedure to treat urethral stricture, the fiber was used for 14 minutes, and the patient experienced hemorrhage. Reportedly, the patient had initial follow up visit 106 days post procedure and subsequent follow up visit 280 days post procedure. There was no relationship reported between the adverse event and the device itself. No further information was provided.

Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 51-60 years. B5. Describe event or problem updated e1. Initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code, initial reporter phone and initial reporter email updated. E2. Health professional updated. E3. Occupation updated. G2. Report source and report source (other) updated.

Event description:
It was reported that during endoscopic procedure to treat urethral stricture, the fiber was used for 14 minutes, and the patient experienced hemorrhage. There was no issue with the fiber and same fiber was used to complete the procedure. It was further reported that the patient had minor hemorrhage, there was no treatment required for hemorrhage, the physician usually put a ureteric stent after use of laser for 2 weeks which alone was enough. Reportedly, the device did not cause the hemorrhage, minor hemorrhage can be caused by stone fragments getting impacted. The patient was doing well and sent home same day post procedure. The patient had initial follow up visit 106 days post procedure and subsequent follow up visit 280 days post procedure. There was no relationship reported between the adverse event and the device itself.

Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 51-60 years. E1. Initial reporter address 1, initial reporter city, initial reporter state, initial reporter country, initial reporter zip/post code and initial reporter phone corrected. G1. MFR site address 1, MFR site city, MFR site state, MFR site zip/post code corrected. G2. Report source corrected.

Event description:
It was reported that during endoscopic procedure to treat urethral stricture, the fiber was used for 14 minutes, and the patient experienced hemorrhage. Reportedly, the patient had initial follow up visit 106 days post procedure and subsequent follow up visit 280 days post procedure. There was no relationship reported between the adverse event and the device itself. No further information was provided.